Manufacturer narrative:
Corrected information: (lot number): the lot number for the complainant part (sterile) is 9008068. The associated non-sterile part had a lot number of 7630989. The manufacturing date for the complainant part (sterile) was june 11, 2014. The associated non-sterile part was manufactured on march 14, 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for non-sterile part: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon inserted 4 pedicle screws after he inserted a cage between vertebral bodies, l4-l5. After that, he placed a rod on one side but the patient¿s condition turned to worse about that time and the surgery was discontinued. The patient deceased the next day. In the surgeon¿s opinion, the patient¿s vein was damaged during the surgery which caused the patient¿s demise. This report is 1 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot: 7630989. Additional DHR information: non-sterile part - manufacture date: 3-14-14, part was manufactured in the us: article: 04.632.640. The sterile information does not have any connection to the reported problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.